Event description:
It was reported that the user experienced a low blood glucose of 50 after announcing a usual meal approximately three hours prior and expressed uncertainty about whether she consumed the usual carbohydrate amount; she treated with orange juice and then took two glucose tablets about 25 minutes later, and glucose was in range during the call. Symptoms included hypoglycemia without reported prodromal symptoms. Outcomes included recovery with oral glucose and no hospitalization. Investigation included troubleshooting and education on appropriate meal announcements relative to her usual intake. Investigation of this case revealed no device malfunction and an unclear cause, with potential contribution from a mismatch between announced and actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.